Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? What type of procedure was the device used in?

Event description:
It was reported that during an unknown procedure, the staples do not form b shape. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number ==> p5685t. Investigation summary ==> the analysis results showed that one gst60t reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. 1 gst60d and 3 gst60t cartridge reloads were reported. Did all 4 reloads have malformed staples (all had same issue of ¿does not formed b shape¿)? If no, please explain. Were all 4 reloads used with the same stapler? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? What type of procedure was the device used in?